Event description:
Health care professional reported that during implant procedure, one of the sutures placed by the surgeon had caught on the suture holding the ring to the holder. This caused difficulties in removing the holder. While attempting to resolve the problem, the tab on the blue ring holder broke off and fell into the pt's ventricle. The nurse informed the surgeon that it had fallen off. The tab was retrieved, the device remains implanted and there was no adverse effect to the pt. The surgeon is a new implanter of this product. All components of the holder were returned for eval.